Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the implantable cardiac monitor (icm) exhibited diagnostic anomaly that resulted in missing atrial fibrillation electrogram (egm). No changes or interventions were made. The patient was in stable condition.